Event description:
Discovered mold or mildew, dark spots, on multiple resplabs CPAP mask wipes. Production date: 01/20/2025, lot number r-09572. Purchased from amazon. I noticed quite a few amazon reviews from other customers who also noted finding black mold or mildew on the wipes. Emailed the company and included pictures of the mold and lot number. It cannot be safe to introduce moldy wipes to a CPAP mask.